Manufacturer narrative:
Event date is estimated. Implant date is unknown.

Event description:
It was reported that patient fell and after the fall the ipg was no longer working. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
The reported event for no stimulation was not confirmed. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.